Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that a no delivery alarm was noted, but did not recall hearing alarm. Customer's blood glucose was 600 mg/dl. Troubleshooting was performed for high blood glucose. During high pressure test, insulin pump continued to receive a motor error alarm. Customer was advised that insulin pump would need to be replaced.